Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a physician via regulatory authority (case# mw5038307) in united states on 18-feb-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that essure was placed in a postpartum state (uneventful) and in (B)(6) 2014, patient developed polyarthralgia. She had no nickel allergy and rheumatology consult was negative. On (B)(6) 2014 (reported as 2011 by physician in the narrative), essure was removed and patient improved. An injury (serious important medical events) was mentioned but not specified and /or assigned to the event. Result and assessment of the product technical complaint investigation received on 26-feb-2015, with ptc global number (B)(4): final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. "Polyarthralgia", as reported by the anonymous physician is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information, no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced polyarthralgia, which improved after essure removal. The reported event was considered serious due to medical importance and is unlisted according to essure's reference safety information. Although essure has a local action at fallopian tubes and arthralgia is not an expected adverse event for this device; since patient recovered from polyarthralgia after essure removal, causality with the suspect insert cannot be excluded; and this case was regarded as incident due to the required intervention. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No follow-up will be pursued since no contact information was provided.